Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank, and rebooting the pump resolved this issue. This complaint is being reported because the cause of the alleged event was not determined through troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/28/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings:the pump powered on, as confirmed by the presence of the vibratory cue, auditory cue, and visual display. The display screen was functional: the reported issue was not duplicated. The following finding is unrelated to the reported issue: the display screen visual was found to be dim and discolored due to an unidentified display failure.